Event description:
It was reported that a revision had taken place. The pt had presented herself with pain, x-rays showed resorption of the calcar, metallosis was subsequently taken into account. The devices had been implanted for approx 4 years.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4450, lot # fm60616004, description: std mitch trh cup, size 44/50, manufacturer: depuy. Cat # mmh-9988-0044, lot # fm60257, description: mitch trh mod. Head, size 44+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.